Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous coronary artery. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion. During the procedure, upon dilatation, it was noted that the balloon ruptured at nominal pressure level. The device was removed from the patient completely. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.